Event description:
The pt was hit on the implanted ear during a fight in the school yard on october 2005. The blow was so hard that a hematoma can still be seen in the outer ear canal. Testing showed that 11 channels now have 'hi' status. Reimplantation surgery is planned to take place in the near future.